Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty to position and difficulty to remove over the guide wire could not be confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a procedure of a lesion in the lateral branch of the left circumflex, obtuse marginal artery, the balance middleweight (bmw) elite guide wire was positioned in the vessel without any issue. A 1.5 x 15 mm non-abbott balloon dilatation catheter (bdc) was advanced but could not cross the distal bmw elite marker. The bdc was removed from the anatomy and a 2.0 x 12 mm trek bdc was advanced and met resistance but crossed the marker. Predilatation was completed and the bdc was removed from the anatomy. A 2.5 x 18 mm multi-link 8 stent delivery system (sds) was advanced, but could not cross the guide wire marker. The physician attempted to reposition the guide wire in order to advance the sds but the guide wire could not be pulled back; the guide wire was advanced and the stent was deployed at the target lesion with success. It was noted that it was necessary to advance the guide wire marker distally to the target lesion. The sds was removed and the guide wire was retrieved without any issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.